Manufacturer narrative:
Investigation conclusion: the customer¿s report of an over infusion of secondary medication, potassium phosphate, at the reported rate of 62.5ml/hr with the infusion finishing earlier than expected could not be confirmed or replicated during this investigation. The log review confirms that on (B)(6) 2020 at 08:11:31 am, a secondary infusion was programmed for drug ID 414 (identified as potassium phosphate) with a calculated/reported rate of 62.5 ml/h at a vtbi of 250 ml. The duration of the infusion was calculated to be for four hours. At 9:39:15 am, the pump module was channeled off which also powered off the pcu. The duration of this infusion, from its initial programming of the reported values, lasted approximately one hour and 30 minutes for a total volume infused of 90.5 ml. The infusion was manually ended before the expected volume to be infused (250ml) was delivered. The actual bag volume could not be determined from the event logs. The inspection and testing process performed on the pcu, pump module, disposable sets, and infusion bags (secondary bag labeled as potassium phosphate) only found an issue of backflow from the secondary to primary administration set indicating a failed check valve component on the primary administration set. The event primary administration set¿s check valve component will be further analyzed by the disposables technical group. Concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. Device inspection: the inspection process performed on pump module s/n: (B)(6) found it to be in fair condition. Both the observed crack along the bottom (screw insert) area of the membrane and corrosion on the right iui were not relevant to the reported incident. Root cause analysis: the root cause of the customer¿s report of an over infusion of secondary medication, potassium phosphate, at a rate of 62.5 ml/hr could not be confirmed. A failed check valve on the primary administration set identified during the investigation may have also contributed to a perceived over infusion by the customer. Device history review: a review of the device history record showed the device had a manufacture date of 16jun2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported that potassium phosphate was hung as secondary med at 8:07am. Med was selected to infuse at 62.5ml/hr per display. Nurse (rn) checked the medication around 9:30 and saw bag was fully infused with 2.5 hrs left on secondary infusion per pump display. There was no adverse effects caused to the patient.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that potassium phosphate was hung as secondary med at 8:07 am. Med was selected to infuse at 62.5ml/hr per display. Nurse (rn) checked the medication around 9:30 and saw bag was fully infused with 2.5 hrs left on secondary infusion per pump display. There was no adverse effects caused to the patient.